Manufacturer narrative:
After battery installation, unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm. Upon further review of the unit's interior, there were traces of corrosion and even mold on the connector connecting pcb2 to pcb1. Unable to perform displacement test due to the display anomaly. There is a vertical crack in the battery threads located above the left belt clip rail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damaged. Customer's blood glucose level was unknown at the time of incident. Customer also reported that cracked on insulin pump. Device will be returned for the analysis.